Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was very active in cycling. The patient was concerned about his performance and felt he could not do better because of his heart rate. His physician had tried many ways to optimize the minute ventilation (mv) sensor, but the sensor did not appear to be working properly. At one point, the mv sensor was off and the patient reported feeling better. The physician wanted to know why the patient's heart rate varied greatly and independently of activity when the mv sensor was on. Technical services reviewed the device data and the patient's activity monitor data that was provided. It was determined that the mv sensor was detecting activity by the patient and was increasing the paced rate when appropriate. It was noted the patient had his own sensing and conduction, and the mv sensor will not override basic brady timing cycles, so there were times when the patient's own rate was above what the sensor would pace. Technical services offered parameter changes that could help improve the patient's performance; increase ventilatory threshold and ventilatory threshold response factor, change fitness level to active, and increase the mv response factor. Technical services also discussed breathing cycles and pedaling cadence, as the mv works with total volume of air in the lungs. The patient should take deep breaths and not shallow, quick breaths. It was noted that if the respiration rate climbs outside of the range, the device deems the data invalid and the mv rate would drop to the lower rate limit. This was observed in the patient's data. No adverse patient effects were reported.